Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the laser point did not appear. The details of the defect were confirmed. There was no patient involvement. Additional information was received. It was reported that the visual inspection results, including internal abnormalities of the equipment, such as damage/deformation, could not be confirmed through visual inspection.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733656, serial/lot #: unknown. H3, h6) the system was serviced in the field. In summary, the camera laser control handle was replaced to resolve. Codes b01, c08, and d02 are applicable. H3, h6) the product ID: 9733656, lot no: unknown, was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: analysis was completed. There was no failure found with the returned handle. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.